Event description:
The customer received a blood glucose reading on the contour next ez that was approximately 100mg/dl higher than the lab test. The specific results were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged the customer was advised to return the strips for evaluation. New meter and strips were sent to him.